Manufacturer narrative:
No system or probe malfunction was alleged. The probe was discarded by the user. System logs were reviewed and they indicated that no probe or system errors occurred. A review of the probe lot history records indicate that the probe passed all mfg specifications and no anomalies were noted. The certus 140 user manual and the certuspr probe IFU contain the following warning statement: "probe movement during ablation is possible. Probe movement can be caused by patient movements from breathing, coughing, etc. And also by pressure applied to the probe when target tissue contracts in response to the ablation. To help prevent probe movement, hold the probe handle in place during the initial period of the ablation (approximately 45 seconds). Monitor the probe for movement throughout the procedure and hold the probe in place as needed. If repositioning of a probe is required, stop energy delivery prior to repositioning the probe." No additional action is planned.

Event description:
The physician was using 2 certuspr 15cm probes to ablate a kidney lesion in a patient of unknown age or gender. One pr15 probe placed tangentially, 2nd probe placed lengthwise. Both probes were set to ablate w/ 65w @ 5 minutes. Physician used tissu-loc to maintain the probe positions prior to ablation. When the power delivery was started, no pressure was applied to either probe to maintain the probe positions. After approximately 2-3 minutes of ablation, 1 probe migrated toward the patient's skin and resulted in a small skin burn. Physician noticed the burn and stopped the ablation. Ice was applied to the skin burn. The probes were repositioned and the ablation continued for the remainder of the set time without further incident. No probe or system malfunction was alleged.